Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. After battery installation unit gave an unexpected partial display due to corroded electronic assemblies. Unit passed displacement test and self test. Unit received with cracked case (battery tube) and broken battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the when she was changing her pump battery last week a piece of the plastic came off its the past of the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.